Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps was observed to have a broken steel cable on the wrist. The procedure was completed using a backup instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was unable to gather any patient demographic information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The wire was found to be exposed. There was no material missing and there were no signs of thermal damage. The instrument passed the electrical continuity test. The instrument also had a frayed grip cable at the distal end. The frayed cable strands slightly stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.